Event description:
The customer reported a contained leak from the unicel dxh 800 coulter cellular analysis system. The customer stated that the instrument also recovered multiple errors including solenoid vl355 disconnected, ps board voltages out of specifications, and module resource controller (mrc) board errors during this event. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. There was no report of injury or direct contact with the leak associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a disconnected tubing from the bottom port of the flow cell which leaked cleaner and damaged the pneumatic service module resource controller (mrc) board. The fse replaced the sample line to the bottom port of the flow cell and solenoid vl201 (waste output to the flow cell) to resolve the leak. The fse then replaced the damaged mrc board to resolve the errors and restored the instrument to normal instrument operation. Failure mode of the leak is attributed to the disconnected tubing from the bottom of the flow cell. Fluid from the disconnected tubing spilled onto the mrc board, damaging the board and making the instrument inoperable. Results: mrc board. (B)(4).